Event description:
Reporter alleged discrepant blood glucose results during back to back testing. Customer stated readings were 324, 158, 97, and 124 mg/d,l when all tests were performed 1 minute apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.